Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized in the intensive care unit due to a blood glucose (bg) level of 859 mg/dl. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.